Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that they wanted stimulation adjusted to get more help with chronic pain. The patient clarified that stimulation was not helping with the pain as much anymore. The patient had tried adjusting on her but that has not helped. The patient said that stimulation not helped as much for ¿a while now.¿ caller was redirected to the healthcare provider (hcp). Additional information was received from the patient and it was reported that the patient has met with three different manufacturing representatives (rep)s at least six months apart and have tried the 4 settings they each had the patient try. They are not sure why didn't work like it did the first 12-16 months. It was discharged immediately at the way the charging was different. The loss of therapy did not resolve. The leads have been checked two different times. One rep gave them some good help yet it doesn't always work as needed. The patient will be meeting with a rep next week for new settings. They have discussed this with their hcp.